Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. During preparation of the ntw mitraclip (lot: 30109r1026) saline was leaking through the base of the lock lever more than usual. A replacement ntw (lot: 30109r1021) was used to complete the procedure. The clip was not implanted as the posterior leaflet was too short for optimal insertion. The procedure ended with mr unchanged at grade 4. There were no patient consequences or clinically significant delay. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.